Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the image loss was attributed to a lamp bulb that had exceeded 500 hours of use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the evaluation observed minor cosmetic wear and tear, a broken screw in the rear panel, the illumination lamp had 500+ hours and replacement was recommended, and the unit failed full inspection due to the cosmetic damage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had no image and there were lines on the screen. The issue was observed during preparation for use. There was no patient harm or injury reported.